Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator called technical support to report experiencing an arterial air alarm during a routine hemodialysis treatment. Troubleshooting efforts did not resolve the alarm. The operator was advised to discontinue treatment due to the amount of time troubleshooting and risk of clotting. Rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The facility has attributed the arterial alarms to inadequate vascular flow, not related to nxstage device. Facility staff will provide additional training prior to continuing therapy. A direct correlation between nxstage system one and the blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.